Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was transplanted. It was noted that the pump was working normally on an ungrounded cable. The patient was moved up to 1a status because of the driveline issues reference manufacturer's medwatch report # 2916596-2013-01325) but had no issues while supported on the ungrounded cable. A break in wires could not be confirmed was also reported.